Event description:
It was reported that the device and leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device and leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the outer insulation, there was blood on the proximal conductor (not obstructed) and cosmetic depression of the outer insulation.